Event description:
It was reported that implant was placed in site 22 on (B)(6) 2019. Implant was removed due to loss of integration on (B)(6) 2020. Patient had no relevant history and no further injury due to event.